Event description:
The blood glucose of a customer in another country was tested using breeze2 and another meter. The breeze2 read between 12-20 mmol/l (216-360 mg/dl), while the other meter read around 7 mmol/l (126 mg/dl). The difference between some of the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. Insulin was given to the customer based on the breeze2 readings. The customer began to feel symptomatic for hypoglycemia, so his/her glucose was tested again using both meters. The breeze2 read 7 mmol/l (126 mg/dl), while the other meter read 2 mmol/l (36 mg/dl). The difference between those readings falls in the "d" zone of the parkes error grid. No info was provided about treatment the customer may have received. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.